Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that their hospital had an incident with surestep foley tray system, lot is ngkx3708. They were looking to report this event and are interested if there are ongoing issues with this product that have been reported. Registered nurse was placing foley inserted saline into balloon. When attempted to flush saline into balloon. The saline squirted out the side of the syringe. The syringe was cracked.